Event description:
It was reported that the insulin gauge was intermittently inaccurate and static across multiple cartridges. Customer's blood glucose level ranged from 127-230 mg/dl. Reportedly, customer loaded multiple new cartridges to resolve the issue, and continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.